Event description:
Dexcom was made aware on 07/18/2023, that approximately on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with infection and cellulitis, at the needle puncture site, which occurred the 7 days the sensor had been inserted in the arm. The patient was consulted by a doctor who gave a prescription of an oral antibiotic, bactrim 11mg twice daily for 10 days. At the time of the report the patient was doing fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).